Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that when tried to draw liquid from the cassette using a syringe but was unable to extract anything. Troubleshooting was performed but the issue persisted. There was a patient involvement, and no harm/adverse event was reported.